Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial total hip surgery was performed on (B)(6) 2011 where a depuy pinnacle porocoat acetabular shell sector ii, a depuy summit tapered hip stem with porocoat and a depuy articuleze metal on metal femoral head was inserted. A legal claim was received on august 13, 2019 which indicated that the patient had the following symptoms after her total right hip surgery on (B)(6) 2011; persistent pain, squeaking of implant, fatigue, decline of vision, elevated levels chromium and cobalt, metallosis and a pseudo tumor in her thigh. Revision surgery was performed on (B)(6) 2013 to replace the metal on metal hip implant with a polyethylene and ceramic hip implant, also to excise the pseudotumor and clean out metal debris. Doi: (B)(6) 2011. Dor: (B)(6) 2013, (right hip).